Event description:
A patient on dialysis was reported to have an elevated calcium level in 2002 following infusion infusion of total parenteral nutrition (tpn) containing 25 meq of calcium gluconate (1200ml volume). The solution was yellow in color due to the presence of multi-vitamin injection (mvi). The facility contacted compass who compounded the tpn requesting the tpn solution be analyzed. The pharmacist for the facility handed the compass representative a specimen container with a clear solution in it. The pharmacist reported the solution was given to the by the laboratory. No chain of custody could be established for the solution. The pharmacist was not able to address the discrepancy in color. The facility pharmacist reported that the next day, the physician ordered the same tpn with the same calcium gluconate concentration. The facility pharmacist reports that they had attempted to investigate why the patient would receive the same tpn containing calcium after a report of an elevated serum calcium had been reported. They reported that they were unable to obtain any information. The patient did not have any adverse effects, according to the pharmacist. The patient's age and underlying condition are not known. No other information is available at this time.